Manufacturer narrative:
Results: the rotating hemostasis valve (rhv) was stuck on neuron 6f select catheter (6f select), and the rhv had to be detached from the neuron max in order to withdraw the 6f select from the neuron max. The rhv could not be removed from the 6f select. The select catheter shaft was damaged approximately 30.0 cm from the distal tip. The neuron max was bent in multiple locations on the catheter shaft. The 6f select outer diameter (od) was measured to be within specification. The 6f select catheter was circle cut by the penumbra investigator in order to remove the rhv. The rhv inner diameter (ID) was measured to be smaller than the select od. Conclusions: evaluation of the returned devices revealed that the non-penumbra rhv ID was smaller than the 6f select od. It is likely that the small rhv ID caused difficulty manipulating the 6f select in the neuron max. Further evaluation of the 6f select revealed slight damage to the catheter shaft. This damage likely occurred due to attempts to forcefully remove the 6f select through the non-penumbra rhv. Functional evaluation of the neuron max revealed that a 0.085¿ mandrel could be advanced through the neuron max without issue. Further evaluation of the neuron max revealed that it was bent in multiple locations. This damage was likely incidental, and may have occurred during return transit. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron 6f select catheter (6f select) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician used the 6f select with the neuron max in the left carotid artery without issues and successfully removed thrombus. However, while engaging the right carotid artery with the 6f select and neuron max for an angiogram, the physician noticed the 6f select was lodged within the neuron max and could not pushed forward or withdrawn. The 6f select was still stuck within the neuron max while the physician was attempting to re-engage the left carotid artery for an angiogram. Therefore, both 6f select and neuron max were removed the procedure was completed using a new neuron max and a new 6f select. There was no report of an adverse effect to the patient